Event description:
Reporter indicated a vns patient was having increased seizures. The patient underwent generator replacement surgery. All attempts to the reporter for additional information have been unsuccessful to date. The explanted generator was given to the patient, and will not be returned. A battery estimate performed for the explanted generator yielded 0.00 years remaining, indicating end of service is likely.